Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient experienced chest pain. The right atrial (ra) lead perforated through the right atrium, exhibited high thresholds and non-capture. The ra lead was revised and remains in use. The patient received medical intervention. No further patient complications have been reported as a result of this event.